Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the set filter blood header connector. Functional air leak testing was performed on the actual sample, and a leak was observed at the level of the filter access screwed connector. Further inspection showed that the access blood header port was cracked, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the filter housing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.